Event description:
Reporter alleged obtaining the results of 73 mg/dl, 91 mg/dl and 130 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she normally takes her medication after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.